Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noticed micro-scratches on the posterior surface of the iol after it was inserted into the eye. The iol remains implanted and the patient is unaware of the micro-scratches.